Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" codes was found in the device's downloaded event log. The device's sensor board and front panel/keypad led board were replaced to address these issues.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.